Manufacturer narrative:
Variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. B3: year is valid. The UDI number is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during treatment of lesion in left anterior descending artery (lad) using diamondback 360 precision coronary orbital atherectomy device (oad) a perforation was observed. The tip of the viperwire advance guide wire with flex tip fractured and remained in vivo. A 2.5x15 non-abbott covered stent was used. The patient was stable. No further details were provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported material separation that led to the perforation of vessels and unexpected medical intervention could not be determined. In this case, it is likely that the break is a result of use techniques employed or device placement; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
It was reported that during treatment of lesion in left anterior descending artery (lad) using diamondback 360 precision coronary orbital atherectomy device (oad) a perforation was observed. The tip of the viperwire advance guide wire with flex tip fractured and remained in vivo. A 2.5x15 non-abbott covered stent was used. The patient was stable. No further details were provided. Additional information was received from abbott account manager on 18april2025 indicating they visited the account on (B)(6) 2025, (B)(6) 2025 and attempted to obtain additional information regarding this event from the physician but they did not have the information then and have not provided it.